Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 18gx1.25in straight bc catheter tip integrity the upper plastic part of the catheter is partially severed. Several professionals have reported the incidence (so far three 20g catheters from the same lot and one 18g catheter of which we do not know the lot. The affected catheters are in the emergency room (nurse: saioa laburu).

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of catheter tip integrity was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.